Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73l1800097 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
FDA report# mw (B)(4). The complaint states: patient was consented and brought to the operating room where he was prepped and draped in the usual sterile fashion. When the device/clip was fired, it did not work. Manufacturer response for clip, implantable, weck (per site reporter). The device is with surgery inventory coordinator. Additional information indicates that there were no harm to the patient.